Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other five devices referenced are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in a heavily calcified common femoral artery was attempted with seven proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, no suture was present when the proglide plunger was removed with five proglide devices. The suture of another proglide device was successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. The successfully pre-placed sutures of the two proglide devices were tightened, but hemostasis was not achieved. A cut down was performed. A piece of one proglide foot was found in the artery and removed. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgery. There was no adverse sequela. No additional information was provided.